Event description:
It was reported that the procedure was an angioplasty on a highly calcified, moderately tortuous lesion in the distal left anterior descending artery, with a 80% stenosis. Pre-dilatation was performed prior to stenting. Heavy resistance was felt during the procedure during advancement and retraction of the device in the vessel; however, the stent was able to be deployed successfully. During removal of the stent delivery system from the patient, because of the resistance felt during removal, the proximal shaft separated. The procedure lasted 135 minutes; however, this was not considered a clinically significant delay. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from difficult to remove or shaft separations. Based on the available information reviewed, there is no evidence to suggest a product quality deficiency.